Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they needed an MRI for their spine because they had a ¿sharp pain in my neck and lower back¿ and reported that she already had a CT scan which showed she had a slipped disc but needed an MRI. The patient reported that she was in a car accident on (B)(6). Additional information was received from the patient. The patient reported that they were having sudden intense pain at the ins site on (B)(6). The patient was considering going to the emergency room (ER). The patient reported that the stimulation was not on and that they had not used the therapy in over a year because it did not work anymore. The patient stated that it was not helping with the pain and actually made the pain worse starting in (B)(6). No further complications are anticipated.

Manufacturer narrative:
Device code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.